Manufacturer narrative:
This report is filed on july 19, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the device was electively explanted on (B)(4) 2016 due to the patient's request. There are no plans to re-implant the patient with a new device.